Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the meter read ¿high¿ on (B)(6) 2013. The patient reportedly had ketones, went to the hospital, was treated with fluids and antibiotics and then released from the hospital after the patient¿s blood glucose (bg) was reported to be 200 mg/dl. There was reportedly leaking noted in the cartridge compartment. The reporter stated that she did not know why the leaking had occurred or why the tubing was pulled off at the luer connection of the cartridge. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the leaking issue at the luer lock.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A fill test, force test, and leak test were performed with no defects found during testing; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.